Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the display of the programmer was broken. The stylus tip position on the touch screen needed calibration and was noted to be cracked. The vvi button was noted to be in bad condition but still working. There were broken pins inside the ECG connector on the lem board. The hinge plate was cracked, bullets broken, back cover display broken, bezel cracked and the cord bay door damaged. The paper tray was empty. The upper case radiofrequency (rf) head was cracked. The rf head cable was worn out and twisted inside the head but still working. The rf head anti slip layer was ripped off and the lower handle was cracked. The company logo was button was missing. The software was reconfigured and updated and all found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of a programmer was broken. The device returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.